Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2013 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2010. The settings found were indicative of a faulted diagnostic test; however, no device diagnostics were available after the previous interrogation. It is likely that another programming system was used when the faulted diagnostic test occurred. No patient adverse events were reported.